Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they had to have their device replaced "due to a bad capacitor." No follow up could be conducted. No patient complications have been reported as a result of this event.